Event description:
It was reported that there were telemetry issues and that the implantable neurostimulator (ins) 'locked up." The patient had two ins devices implanted on the date of report. The right side implanting was done with no incidents. An error message appeared on the programmer display after the leads and ins on the left side were connected. The reporter stated that they were able to communicate in the operating room (or) with the device. It was reported that the physician implanted the device and tried to set up the parameter. When interrogating the device, the following messages appeared: "device not supported (27)", "detected device is not supported by this version of application card", and a message to contact the manufacturer's technical services. The physician checked out the application card, which was the latest, and he tried to interrogate the device with a different physician programmer. However, that did not work. It was reported that the physician doubted that the error message was due to the programmer's problem since it took "too long time" for the first communication for the ins implanted on the right side. Communication between the programmer and device was no longer available when they tried to program another device after checking conductivity of the leads and ins. The battery condition was also checked. The physician thought there was a problem with the programmer so they closed the operation position on the patient. After that, the replacement programmer was sent to the physician, and they tried programming the device again. However, the same error message "showed up." The physician then realized that it was an ins problem. The revision operation was performed for the ins of the left side on the day after the date of report. It was reported that the reason that the ins was replaced was because the patient was willing to get the new ins. The patient felt "questionable" for the first implanted ins. Investigation reached the result that the ins will be locked up if communication is interrupted between the ins and programmer during the first programming session. It was reported that it had the wrong bit written at the 1 k block, which was part of the first programming session configuration, which locks the ins up. It was reported that this locked-up issue happens only at the first programming session and it never happens after the first programming as long as the first session is completed successfully. The physician also suggested that it was too unstable to hold the programmer head over the ins during the first programming since the patient's body was covered with the operation sheet and "jigs around patient body." There was no operation procedure in place for when that error was found before implanting the ins. In addition, it was reported that it would not happen if the ins was processed for the first programming session before unwrapping the ins package according to the ins labeling. It was reported that the patient had good therapy during the trial. In addition, after replacement of the ins, the patient was reported to be "doing well so far."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, model 37714, serial no. (B)(4), found the device programming interrogation interrupted partially filled 1k block memory. Using the 8840 programmer, message 27 appeared on the screen: "detected device not supported by this version of application card. Contact medtronic technical service." This message confirms there was an incomplete write of the ins eeprom 1k block during the initial 8840 session caused by interruption of the telemetry. The 8840 application does not correctly handle interrogation of a device with partially written data in the 1k block. A 1k block fix was performed per (B)(4). After the 1k block fix the ins passed all functional tests.